Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead failed to advance over the guidewire. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. Final analysis found that as received, a complete lead without a stylet was returned in one piece. The helix was retracted and clogged with blood/tissue. A stylet was able to be fully inserted inside the lead and removed without difficulties. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.